Event description:
The pt received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that the pt was without stimulation and unable to increase the amplitude for his therapy. A diagnostic test revealed invalid impedance measurements for several lead contacts. An x-ray was also taken; however, no visible anomalies were observed. The pt is working closely with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.